Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported separation, description: we had an issue during monthly maintenance activities on 27jan26, the vent line tubing became detached from the instrument when the user attempted to remove the sheath filter and attach the sheath filter bypass. Attempts to reconnect the vent line to the instrument were not successful, as the top part of the tubing broke from its connection and cannot be reconnected by reinserting into the port it came from. No patient harm.